Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed that the paddles were defective, and the device was returned to service. The DHR is reviewed, no deviation was found in DHR. No issue was found in the product storage process and no issue was found in the product from same batch number. Based on the information available and results of additional analysis, no further action is necessary at this time.